Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a rusch pediatric foley catheter was placed in an (B)(6) -old male. The catheter was sutured to the patient's skin. When the child's diaper was removed it was noticed that the catheter was broken in half. Approximately 1" of the catheter was visualized coming out of the patient's penis by the patient's father. When the physician arrived in the patient's room, the diaper was opened and the catheter could not be visualized. The catheter had retracted back into the urethra. Patient showed no signs of distress or pain as a result. The non-retained half of the foley was saved and measured to be approximately 12.8cm in length. The total length of the catheter is approximately 28.6cm. Meaning the patient retained approximately 15.8cm of the foley catheter.

Manufacturer narrative:
Qn# (B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. Visual examination was conducted on the returned sample and it was observed that the catheter was broken into two parts. It was also noticed that the balloon had also burst. According to the complainant description, this issue was only noticed after catheterization stage which in this case the device was found broken inside the patient's diaper. Thus, indicating that initially there is no issue detected and device was fit to use. First picture shows the overview of the broken area. Both parts of the broken catheter were examined using the dino-lite to analyze the damaged area and smooth cut area. Review on the other broken part near the tip portion (distal part) of the shaft reveals matching cutting jagged edges n which suggesting that the tube was once well attached to each other. Catheter broke may occur due to several reasons such as catheter was in contact with sharp or pointed object, effect of used of clamper, excessive force applied at the funnel end or between the shaft as a result, the catheter stuck at crib rail or tube other remarks: extended as the patient glide on the bed. Such extreme tensile strength may exceed the standard requirement of catheter strength and render catheter to be detached or break. Based on the above findings, we did not find any problem within the product which could have contributed from manufacturing processes. Therefore, we could not confirm the complaint as stated above.

Event description:
It was reported that a rusch pediatric foley catheter was placed in an (B)(6)-old male. The catheter was sutured to the patient's skin. When the child's diaper was removed it was noticed that the catheter was broken in half. Approximately 1" of the catheter was visualized coming out of the patient's penis by the patient's father. When the physician arrived in the patient's room, the diaper was opened and the catheter could not be visualized. The catheter had retracted back into the urethra. Patient showed no signs of distress or pain as a result. The non-retained half of the foley was saved and measured to be approximately 12.8cm in length. The total length of the catheter is approximately 28.6cm. Meaning the patient retained approximately 15.8cm of the foley catheter.

Manufacturer narrative:
(B)(4). A suture was placed around the catheter to secure it from coming out. This patient had several anatomic anomalies and the foley had to remain in place for a longer period. Thus, a smaller foley was placed and sutured to prevent it from coming out. The physicians needed to allow the original surgical site to heal before going in to remove the piece. Per the patient's chart they wanted to wait 1-2 months before performing the cystoscopy. No harm has been noted because of the catheter retention. The catheter was in the patient from (B)(6) 2018 - (B)(6) 2018.